Event description:
It was reported that the patient had telemetry issues and a suspected overdischarge. The patient had been charging almost daily, and was not satisfied with the charging frequency. The patient has a history of 1 or 2 prior overdischarges. For this most recent overdischarge, multiple physician mode resets had been completed but were unsuccessful in regaining telemetry. The patient planned to have the device replaced. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Lead model 399930 lot v011456 implanted: (B)(6) 2006 explanted: unk. Extension model 3708340 (B)(4) implanted: (B)(6) 2006 explanted: unk. Extension model 3708340 (B)(4) implanted: (B)(6) 2006 explanted: unk. Programmer model 37742 (B)(4).